Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. Customer's blood glucose level was 185 mg/dl. Customer reported that they performed self test and insulin pump was beeping and vibrating. Customer stated insulin pump beeped during the test but audio was too low. Customer advised the insulin pump will need to be replaced and was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No unexpected audio/vibrate alarm anomalies noted.